Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify charge or battery lasts less than expected, perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did received low battery alert prior to the replace battery alert. Customer reported that the insulin pump alarm low battery or short battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.